Event description:
It was reported that the patient presented remotely. Upon review, the right atrial (ra) lead exhibited noise oversensing which resulted in an inappropriate auto mode switch. The ra lead was explanted and replaced. The patient was stable throughout.